Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain at their pocket site due to its position. The wound had healed fully since implant, but its location was painful. In turn, the patient underwent a pocket revision on (B)(6) 2020 wherein the ipg was repositioned to a new pocket site to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was repositioned to a new pocket site to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.